Manufacturer narrative:
At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that going into the subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, the patient had an ejection fraction of 10 percent. The patient was placed under a local sedative for the procedure. Shortly after the electrode was place, the patient started having little seizures and stopped breathing. A rhythm was noted on the ECG, but there was no pulse from the patient. The code team was called and a cardiopulmonary resuscitation (CPR) efforts were administered. The patient went asystolic during the course of CPR and external conversions. After conversion attempts, CPR and use of medication, the patient regained a pulse and restored normal heart rhythm. The patient was sent for additional observation and to this date, is currently on life-support. The s-ICD and electrode remain in service.